Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, there was difficulty extending and retracting the helix of the lead, and there was difficulty placing the lead due to patient anatomy. The lead was abandoned and a different lead was implanted. No patient complications have been reported as a result of this event.